Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with palindrome 19/36 kit w/ slot. The customer states blood was oozed out of a small hole on the y joint of the tube. The pt had to receive a second intubation.